Manufacturer narrative:
The lot was manufactured between may 19, 2020 to may 20, 2020. Two actual (2) devices were received for evaluation. Visual inspection was performed and a dent located at the lower part of the housing was identified on both samples. Functional testing was not performed for this complaint. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation it was reported that there were dent located at the lower part of the housing of two (2) large volume intermates. There was no patient involvement. No additional information is available.